Event description:
The customer reported to olympus, the gi scope image was too dark (optical system). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: device jet tube or auxiliary jet channel had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of ¿image was too dark (optical system)¿ was not confirmed. The following finding issues were also noted during device evaluation: angle knob rotation/angulation directions/knob play/bending angles, overall appearance, light guide illumination inspection, objective lens - cracks, chips, scratches, or stain, light guide lens - cracks, chips, scratches, or stain, insertion tube buckles and coating peel-off/buckles on protector insertion section. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Since it was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU), the foreign material remained in the device. However, a definitive root cause could not be determined. No physical damage was confirmed at the auxiliary water channel. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" . Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.